Event description:
The account alleged the staff placed the pt in the bed and then heard a motor operating. He said the knee motor was operating and would not shut down and even ignores the lockout control.

Manufacturer narrative:
The facility has declined to repair the bed and will either scrap the bed or disable the knee motor.